Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A photo was provided. The photo showed the lens on the outer rim of the lens case base. Viscoelastic was observed on the lens. The lens was damaged on one side with a haptic and a portion of the optic edge broken off, not pictured. Root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens was torn, and the surgery was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).